Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (resume error, critical error found) alarm. It was stated that the home patient (hp) improperly disconnected due to an electricity cut. The technical service representative advised the hp to power cycle the hc, remove the cassette, and start therapy over with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.